Event description:
It ws reported that during implant of the right ventricular (rv) lead the physician was unable to pass the stylet to the end of the lead. Multiple stylets were used with the same difficulty. It was also reported that the physician was not able direct and position the rv lead. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed) and there was blood in/on the helix mechanism.